Event description:
On (B)(6), the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter displayed inaccurate high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. It is unclear when the alleged inaccuracy issue started. The patient reported that on (B)(6), she obtained an alleged inaccurately high blood glucose result on the subject meter of 80 mg/dl compared to a result of 35 mg/dl on a doctor/clinic meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with a combination of toujeo insulin and metformin oral medication. She denied making any changes to her usual diabetes management routine. She reported that at an unknown time on (B)(6), she developed symptoms of ¿dizziness and headache¿; she was unable to say if this was before or after the start of the alleged inaccuracy issue. She reported that on (B)(6), at an (B)(6), she received hcp treatment of food/drink. At the time of troubleshooting, the patient confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. She also confirmed that she had used an approved sample site to obtain the blood samples and she described the correct testing steps. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizziness and headache requiring medical intervention, while using the product.